Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended however it remains unknown, if the product has yet been explanted. No resulting adverse patient effects. Following confirmation of explant, this even will be further updated.